Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned. Failure event observed during analysis. Final analysis found full breached insulation degradation at 4.5 cm from the connector pin. The inner insulation was intact in this location.

Event description:
This report is to advise of an event observed during analysis.